Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at wrist. Other cables at wrist was not damaged. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the mega suturecut needle driver wires were frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.